Manufacturer narrative:
A ge representative evaluated the system and found the generator batteries needed to be charged. After batteries were charged, the ge representative observed the system in use during a procedure. The system operates as intended.

Event description:
The customer reported the system displays a generator error when trying to take a second exposure. No patient injury was reported.